Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was anywhere from 50 to 600 mg/dl at the time of the incident. The mother stated that there were no significant events that could have led to the issue. The mother was assisted with trouble shooting and was advised to check if the cannula was bent. The customer's mother was advised to change their entire reservoir and infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.